Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and rear te's. The cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.